Manufacturer narrative:
E1: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a blackout. This issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the printed circuit board failed and error e03 (tubing pressure sensor abnormality) was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blackout occurred due to a failure of the board component. Additionally, based on the presence of an e03 error log, the pressure measurement component on the board, referred to as the tubing pressure sensor, failed. Lastly, based on the information available, it was not possible to determine the cause of the tubing pressure sensor failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.